Manufacturer narrative:
(B)(4). Lot/serial: 16079214 = (B)(4). The concomitant medical products were four gore® excluder® aaa endoprostheses (plc231000/16441877, plc271000/15397055, plc121400/14996892, plc141400/15302304). The therapy date was (B)(6) 2017. UDI information of four concomitant medical products as following. Lot/serial: 16441877 = (B)(4). Lot/serial: 15397055 = (B)(4). Lot/serial: 14996892 = (B)(4). Lot/serial: 15302304 = (B)(4).

Event description:
It was reported to gore that the patient had an abdominal artery aneurysm and was to be treated by implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt311314/16079214) and four gore® excluder® aaa endoprostheses(plc231000/16441877, plc271000/15397055, plc121400/14996892, plc141400/15302304). The patient¿s iliac artery had serious tortuosity. The implantation process was done well, but the sheath and the guide wire were observed bending during the intro-operative angiography because of the vessel tortuosity. The post-deployment angiography indicated the gore® excluder® devices were patent without bending or endoleak. The urine bag had about 1500 ml urine, after the urine bad was drained, the patient was observed without urine. And the post-deployment angiography indicated very slow blood flow down to the limb. After the procedure, the patient was moved to ICU for monitoring. On the second day post procedure, the patient was expired. The cause of death was not concluded by the hospital at that time. The physician think the gore devices was implanted successfully and concerned about the serious tortuosity of the vessel, which was causing the lower limb ischemia, and the ischemia-reperfusion injury which might happen after implantation of the devices could possibly cause the renal failure then leading to no urine. On november 27, 2017, additional information from the hospital indicated that the patient died on (B)(6) 2017 for a multiple organ failure progressed from the renal failure.

Manufacturer narrative:
Imaging evaluation result added. Result code 2 and conclusion codes updated. (B)(4). Complications and adverse events that may occur include, but are not limited to renal failure or death.